Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The field service representative (fsr) inspected the instrument and replaced alnty c-series cuvette segment, which resolved the issued. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series cuvette segment did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty c-series cuvette segment were identified.

Event description:
The customer observed falsely depressed total bilirubin and carbon dioxide (co2) results generated on the alinity c processing module for multiple samples on (B)(6) 2024. The instrument generated instrument error 3062 residual liquid detected in cuvette position 155. The customer performed a look back and reran the samples that generated results using the same cuvette. The following data was provided: sid (B)(6) total bilirubin initial result was <0.10 mg/dl, repeat = 0.4 mg/dl, previous result = 1.7 mg/dl sid (B)(6) co2 initial result = 21.25 meq/l, repeat = 23.7 meq/l the discrepant results were reported out of the laboratory. No impact to patient management was reported.